Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by extreme abdominal pain with the onset of a few hours. The patient was hospitalized for the reported event. The treatment included unspecified antibiotics administered in the bag and administered orally (dose and frequency not reported). The patient was discharged from the hospital six days later. The cause was reported to be a disconnection of the transfer set from the catheter which led to a leak. The patient had their transfer set changed out at the clinic. The patient had recovered from the reported event. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Addtional information: the patient explained that the disconnection occurred while they were sleeping and performing therapy on the homechoice (hc) device. The patient reported that they had no difficulties during the initial connection and they did not notice any visible damage on the threads of the adapter. Should additional relevant information become available, a supplemental report will be submitted.